Manufacturer narrative:
Pump received with intermittent button response due to moisture damage at keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked. (B)(4).

Event description:
The customer reported via phone call that he woke up with blood glucose of 38 mg/dl and tried to bolus but the keypad buttons were not responsive. Customer does not recall any significant events leading to the error. Customer also stated that his blood glucose was 191 mg/dl. Troubleshooting was done for keypad but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.